Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis could not replicate the customer-reported complaint. No damage was found and no product issue was identified. The instrument was installed and passed the energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. No product issue was identified. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar instrument was sticky when the cautery is in use. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information: the instrument was inspected prior to use and no damage was noted. Thee complaint occurred when cauterizing tissue. The procedure was completed robotically with a new instrument.